Event description:
A surgeon reported a clinical study pt who had a posterior vitreous detachment one day following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough information from the account to properly complete an investigation. Additional information has been requested. (B)(4).